Event description:
At 6 years from the primary, the patient came in reporting pain due to a loose femur and the cause of the loose femur is unknown. The surgeon revised the femoral component and insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 april 2024 lot 172753: (B)(4) items manufactured and released on 20-sept-2017. Expiration date: 2022-09-03. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.